Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-11946 - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain , on (B)(6) 2024 it was reported that the seven infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion and infusion set is long for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.